Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report inaccuracies with his meter. Analysis run on clark error grid using mean average readings (48) vs. Bd readings of (25, 71) yielded data points in the d zone of the grid, outside of acceptable limits.